Event description:
The patient via healthcare provider reported having uncomfortable stimulation after going through a metal detector. The patient stated that their implantable neurostimulator (ins) has not been working for some time, but after going through a security gate, it is now delivering stimulation. It was noted that the healthcare provider didn't have a way to check the device, and the patient didn't have their programmer. It was reviewed that a large source of emi exposure could couple with the patient's system and turns the stimulation on/off. It was reviewed to try a cardiac magnet to turn stimulation off, or to follow-up with a manufacturing representative. The patient noted that the stimulation was causing pain. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.